Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report may be based on information which has not been investigated or verified prior to the required reporting date. Biosense webster manufacturer's reference number is (B)(4) and it has two reports: MFR # 2029046-2021-00419 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). MFR # 2029046-2021-00420 for product code unk_soundstar (soundstar® eco diagnostic ultrasound catheter). This event was reported by the manufacturer under MDR #2029046-2021-00420 reference# (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with athermocool® smart touch® sf bi-directional navigation catheter (stsf) and a soundstar catheter (product code unknown) and a clot issue occurred. During the procedure, immediately after going transseptal, a clot was discovered waving around in the right atrium. The physician decided to remove all the catheters to make sure nothing was stuck to the catheters. The clot was confirmed by intracardiac echocardiography (ice). Caller reported no medical intervention was provided but the procedure was immediately canceled. No ablation was performed but it was confirmed that the soundstar was in the right atrium and that the mapping catheter (stsf) was in the body as well. As such, it has been decided to report the event against both devices. The physician did not provide a causality opinion for the cause of this adverse event. The patient was reported to be in stable condition.